Event description:
The catheter separated from the adapter/hub of the IV. The patient was sent home and noticed the site kept bleeding and experienced pain. A piece of catheter eventually resurfaced and came out on its own.

Manufacturer narrative:
Additional information has been requested, upon receipt a supplemental report will be submitted. (B) (4). (B) (4).